Event description:
The reporter indicated that atrial undersensing by atrial sensitivity of 0.1mv. During revision surgery, the pacer tested ok. But the lead had no atrial sensing. A new lead was implanted. The old lead could not be extracted (still implanted). The pt is ok. The date of implant is estimated.